Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high pacing impedance and high capture threshold were observed on the right ventricular (rv) lead. Rv lead encapsulation was the suspected cause of the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.